Manufacturer narrative:
(B)(4). Lead: model 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6); lead: model 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: na.

Event description:
Additional information received reported that the patient did not have concerns with her device or therapy. Additional information received reported that the cause of the event was that the patient's implantable neurostimulator (ins) had flipped sideways; the patient's symptoms included "no charge." The ins and lead were revised. No abnormal impedances were measured. The patient did not require hospitalization and recovered without sequelae.

Event description:
It was reported that the patient's implant "flipped', and the patient received a new implant on (B)(6) 2012 as a result. The manufacturer's device registry showed that one of the patient's leads was removed and replaced with a new lead and two extensions on (B)(6), but did not show that the ins had been replaced. Additional information has been requested, but was not available as of the date of this report.